Event description:
Boston scientific received information that at a device replacement procedure, the physician experienced difficulty inserting the terminal pin of this chronic transvenous right ventricular (rv) lead into the header of a new device.

Manufacturer narrative:
The lead was eventually inserted, and the connection secured, via the use of mineral oil. No adverse patient effects were reported as a result of this event, and available information suggests that this rv lead remains implanted and in service at this time. This event will be updated if any additional information becomes available.